Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal and a buckled upstream occlusion (uso) seal. Functional testing was performed and the event history log was reviewed. The dso and uso seals were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a detached downstream occlusion seal. There was no patient involvement, no patient injury was reported.